Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported to boston scientific on (B)(6) 2010 that an extractor balloon was used in an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2010 involving an adult female patient (patient date of birth, weight and exact age are unknown) according to the complaint, during the procedure, the balloon broke inside the patient. The entire balloon came off the catheter inside the duodenum outside of the biliary system. The entire balloon was left in the patient to pass. Attempts to obtain additional patient information has been unsuccessful.

Event description:
It was reported to boston scientific on (B)(6) 2010 that an extractor balloon was used in an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2010 involving an adult female patient (patient date of birth, weight and exact age are unknown) according to the complaint, during the procedure the balloon broke inside the patient. The entire balloon came off the catheter inside the duodenum outside of the biliary system. The entire balloon was left in the patient to pass. Attempts to obtain additional patient information has been unsuccessful.

Manufacturer narrative:
A visual examination of the returned device revealed that the balloon was detached from the device. This failure occurs due to balloon rupture from contact with a sharp exterior object such as a large calcified stone, damage due to use in tortuous anatomy or pressure from large stones. The latex balloon may subsequently become detached/separated from the catheter shaft as a result of the balloon tear/balloon burst/rupture and may fragment. The root caused has been determined to be operational context (B)(4).